Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of memory noted that on the day of implant, (B)(6) 2009, the device recorded a lead leakage in session fault. This was followed by a single oscillator mismatch fault about 4 minutes later. On the day of explant, (B)(6) 2016, a leakage on lead fault was noted. This was followed by 3 oscillator mismatch class ii system faults. Three class ii system faults in a 48 hour period of time will caused the device to enter into safety mode. Interrogation with the zoom programmer confirmed that the device was in safety mode. This family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Event description:
Subsequently, the device was returned and analysis conducted.

Event description:
Boston scientific received information from a cardiac resynchronization therapy warranty validation and lead registration form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device was electively explanted due to normal battery depletion (nbd). According to the local representative, the hospital has retained the device and will not be returned to boston scientific.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a fault in 2009, most likely due to and/or during the application of electrocautery, rf ablation, or another external energy source. Available information indicates the device remains in service with no reported complications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.